Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient will undergo lead revision and ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to patient developed new pain areas which were not device related. Other reason was also due to patient had a lead migration and high impedances on one lead. The ipg and leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo lead revision and ipg replacement for an unknown reason.